Event description:
It was reported the patient¿s blood glucose reached greater than 22 mmol/l (396 mg/dl) and upon inspection it was noticed that the pod had fallen off which caused the cannula to come out of the skin. Hyperglycemia treated by patient activating new pod with a bolus of 2.35 units of insulin and another manual injection of 2.5 units with an insulin pen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.